Event description:
Related manufacturing reference: 3005334138-2024-00306. During the premature ventricular contraction procedure, communication issues with the catheters resulted in a procedural delay. An issue was noted with the magnetic sensor of the catheter. The catheter was replaced with no resolution. The catheter was replaced again, the issue was resolved, and the procedure was successfully completed with no adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. The sensors met specifications for acceptable resistance values and no open or short circuits were detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.